Manufacturer narrative:
(B)(4). The onset date of peritonitis was an unspecified date in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. The cause of the peritonitis was reportedly mold, however this could not be confirmed and has been assessed as cause unknown. The patient was treated with vancomycin (intraperitoneal during dwell, dose, frequency, and duration not reported) for peritonitis. Dianeal therapy was discontinued, and the patient switched to temporary hemodialysis. At the time of this report, the patient was still hospitalized and was recovering from the event. No additional information is available.